Event description:
It was reported that the insulation on the pedicle access needle peeled back while it was being used in the surgery. No patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Based upon a process testing, coating peeled proximal of distal tips and 50% of returned needle showed shaft of cannula bent indicates extreme or improper use. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.